Event description:
The doctor reported seperating a file midroot that he had used more than once and possibly twice before. The doctor was unable to retrieve the file but was able to fill the tooth conventionally. There was no report of injury to the patient.